Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was not duplicated. A full technical evaluation was completed for the device in accordance with the original equipment manufacturer (OEM) specification. There was an image available for the device and no error code was present when the device was plugged into the test stack system. Quality trend analysis has shown that fluid/moisture on the connection point of the plug body can result in intermittent image issues, temporarily affecting the video image and other electrical functionality. A comprehensive leakage check was completed, no leaks were found. The plug body was dismantled, but the moisture indicator has not been triggered. There is no evidence of fluid ingress within the plug body. A minor repair is required to return the instrument to the OEM specification. Other observations for the device are as follows: light cover glasses and optical cover glasses are chipped; light cover glasses and optical cover glasses adhesive is worn; distal end adhesive is worn; and up/down/left/right angle have play and are not to specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this issue by the customer, during inspection for preparation for use, an e315 error message for scope not recognized was observed for the device, indicating there was no image. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e315 communication error could be a result of the following: - connection of electrical components became unstable due to adhesion of foreign materials, such as chemical solutions residue, hard water residue, finger grease to electrical contacts of scope connector. - electrical components inside the scope connector were damaged by connecting electrical contacts of the scope connector to video system center while contacts of the scope connector were wet. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use. ·"before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction." ·"wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right." Olympus will continue to monitor field performance for this device.